Event description:
Additional information was received from the patient. Patient does not know the cause of issue but thinks it may be due to them holding the screen all the time. The rep worked with them through checking everything. Patient confirmed the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that late yesterday afternoon they were recharging the implanted neurostimulator and it started taking half an hour to just get the ins up 10%. Patient said that they reset the controller, however the issue was not resolved as the same thing happened. Agent had the pt reset the controller during the call. Patient confirmed that there was no apparent damage to the equipment. Agent had the patient unlock the controller; patient saw battery low recharge the implanted device. Agent had the pt open up the batteries screen; the controller was at 100% and the ins was in the orange. Pt noted that they got the ins charged up to 70% yesterday and so the ins battery depleted quickly as well. Pt noted that the ac power supply charged the controller without any issues. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent with the controller light flashing green. Pt said that yesterday, once in a while the charging connection went to good. Pt said that they had kept the controller screen lit up to monitor the ins recharging. Agent reviewed best recharging practices with the pt. The equipment was working/ins was recharging as intended during the call. Agent advised the pt to monitor the equipment/ins recharging and call ps back if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.